Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: device history records were reviewed amd the lot number is not valid for this particular part number. Placeholder.

Event description:
The bender cutting plier has some rusty spots. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual inspection revealed some discoloration on this instrument. The investigation conclusion sates that the instruments may have been exposed too long to strong alkaline and acid solutions. The chromium coating therefore was chemically attacked with the result of partially discoloration. Corrosion resistance is maintained only, when the material is stored under dry and metallic contactless condition. All metallic contacts on humid or wet conditions create electrolytic reactions with contact corrosion as result. The investigation has determined this complaint to be invalid.